Event description:
The physician reported that the lung was punctured while attempting to implant a replacement lead. The lead was not used due to high defibrillation thresholds and another replacement lead was implanted. During post implant evaluation the physician reported that the patient had a hemothorax. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949, implantable tachy lead, implanted: (B)(6) 2006. Event summary: the full lead was returned in segments, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).